Event description:
A report was received that the patient was experiencing pocket pain and a burning sensation. The skin around the ipg was swollen and red. The physician prescribed antibiotic, sephalexin 500mg, for 10 days.

Manufacturer narrative:
Additional information received indicated that the pocket pain had resolved and the patient was (B)(6) infection. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pocket pain and a burning sensation. The skin around the ipg was swollen and red. The physician prescribed antibiotic, sephalexin 500mg, for 10 days.